Manufacturer narrative:
The instructions for use for the impella 5.5 with smartassist in section: using the automated impella controller with the impella catheter states the following: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- h6 type of investigation 4121, h6 impact code 4629, h6 investigation conclusion code 50.

Event description:
The user facility reported a 36-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported the pump support is ongoing when purge flow issues were noted, and the pump purge cassette was replaced to troubleshoot. No patient harm was reported.

Manufacturer narrative:
Clinical reported no decrease in purge fluid upon visual inspection. Insufficient product was returned for evaluation. The returned pump cassette had a damaged purge disk which leaked purge fluid. This could have happened during lab testing. High purge pressure alarms confirmed in the data logs. The data logs show a gradual build up in purge pressure and a concurrent decrease in purge flow that continued even after purge set was replaced. The root cause of the high purge pressure was most likely biomaterial related due to simultaneous rise in purge pressure and decrease in pump flow.